Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d4: additional device information catalog number ¿ additional g4: date received by manufacturer - additional h2: additional information/device evaluation h4: device manufacturer date - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.